Event description:
The report we received from our affiliate indicted that during a pta in an unknown calcified vessel, a leak was noted in the shaft and the balloon could be inflated to eight atmospheres. There were no difficulties in removal of the catheter and no report of any patient injury. No other information was given and attempts to obtain additional patient and procedural information have been met with no response from the reporting affiliate. The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. Additional information will be submitted within 30 days of receipt.